Event description:
This patient experienced a hematoma. Three steri-strips were placed over incision to reinforce incision line where skin was taut. Should more information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.